Event description:
Patient's wife contacted dexcom technical support on (B)(6) 2015 and reported patient death that occurred on (B)(6) 2015. Patient's prescribing physician confirmed date of death. The cause of death was not provided. No device malfunction was reported. No additional event information is available.

Manufacturer narrative:
(B)(4). There was no alleged device malfunction and the cause of death was not provided. However, it should be noted that diabetes mellitus is a known cause of death.